Event description:
It was reported by the sales rep that on (B)(6) 2012, dr (B)(6) was performing the mvr/maze procedure using an oll2, max1 and ach135. Post-operatively while the patient was in recovery the chest tubes filled with blood, blood pressure dropped and the patient arrested. The patient was returned to operating room and a hole was discovered in the ventricle. The left atrial appendage was cut off and sutured and the clip was removed from the patient and discarded.

Manufacturer narrative:
(B)(4). The patient expired subsequent to the initial report.

Manufacturer narrative:
Device discarded by user, not returned to manufacturer. Device discarded at facility.